Event description:
The following has been reported: biomed reported: needs new pneumatics could the issue stop an active infusion: yes did the issue stop and active infusion: no could the issue result in an over/under infusion: yes did the issue result in an over/under infusion: no could this issue prevent an infusion start up: yes lvp was not connecting to the test server because it was not configured correctly in the test server. Lvp was reconnected to the test server. Pump log retrieval - pass flow accuracy test - pass electrical safety test - pass provisioned pump to mayo server work order type: corrective maintenance order description: service needed alert problem cause: equipment alarm/error resolution code: replaced part resolution detail: constant service needed alert. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?: no question 2 did the issue stop an active infusion (yes, no, unknown)?: no question 3 list name of any drug administrated if known: n/a". A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.